Manufacturer narrative:
(B)(4). Batch # m55u9g. The analysis results showed that one gst60t cartridge reload was received. The reload was received fully fired and with damage on cartridge deck. The found damage on the deck is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occurs. In order to verify the condition of the internal components of the reload it was disassembled and no anomalies were noted. No functional test could be performed due to the condition of the reload. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # ni.

Event description:
It was reported by the sales rep that during a laparoscopic sleeve gastrectomy procedure, the first reload used in a new device was fired over a previous staple line. All firings included seam guard as a buttress material. One of the staples remained unformed (or partially formed) in the pocket of the reload. The staple line was inspected and determined to be acceptable. There were no adverse consequences for the patient.